Manufacturer narrative:
Aurora baycare medical center was provided with training on proper use of the device. Biopsy sciences identified (B)(4) hospitals/medical centers who have ordered (B)(4) and verified that each site has not had problems, or if the device has not been used, provided in-service training. All identified sites have been trained or are scheduled to be trained prior to the device being used at their site.

Event description:
On (B)(6)2013, hospital informed biopsy sciences director of clinical specialties that during deployment of the hydromark breast biopsy site marker pn 4010-03-09-t3 on (B)(6) 2013, the tip of the stainless steel flexible plunger was sheared off and left in the patient during biopsy.